Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, and the high pacing impedance was not confirmed. As received, a complete lead was returned in one-piece. Visual examination fount the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over torqued, consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to the over torqued inner coil and the helix being clogged with blood/ tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were noted with the exception of procedural damage.

Event description:
During an initial implant procedure, increased pacing impedance was observed on the right ventricular (rv) lead. It was not possible to extend the helix of the rv lead. A new lead was implanted to resolve the event. The patient was stable.